Event description:
As reported, cook® single-use holmium laser fiber was kinked and would not work. Additional event and patient outcome information has been requested.

Manufacturer narrative:
Initial reporter name and address- (B)(6) hospital ; phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, cook® single-use holmium laser fiber was found separated during preparation for surgery. The device was not used and the procedure was postponed, as they had to purchase a new fiber. Additional information: b5, d9, h6 (annex e and f) investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. However, a photo was provided, showing the laser fiber partially assembled inside the packaging tray and protective coil. The fiber is separated several centimeters from the silicone connector, within the section of fiber that is shipped uncovered by the protective coil. A review of historical complaints and lot non-conformances could not be completed due to lack of lot information. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. It is possible the device was damaged during shipping, storing, or when attempting to remove the device from the packaging. However, based upon the available information and results of the investigation, a definitive conclusion could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information and a photo of the complaint device received 14jun2022. The fiber was separated and the device was not used. Additional information also received 06jul2022. The separation was noticed during preparation for surgery and the procedure was postponed, as they had to purchase a new fiber.